Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. (B)(4). This event is currently under investigation.

Event description:
It was reported that during a venous thrombectomy, part of the micropuncture transitionless access set wire broke off inside the patient. They were not able to find the fragment; the physician could not confirm if it was still inside the patient. The device is also no longer available for return. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The device was not returned to assist with the investigation; however, functional tests were completed with a representative device and a review of the following was completed: complaint history, device history record, manufacturing instructions, quality control, and specifications. Testing was performed on an unused micropuncture transitionless access set. One micropuncture transitionless access set from another lot, unused and in original packaging, was evaluated for wire tensile strength and functionality. The wire was tested and passed exhibiting a sufficient tensile strength. Also, the wire passed through the cannula freely with no obstructions. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There was (B)(4) other reported complaint for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. We will continue to monitor for similar complaints.